Event description:
Boston scientific received information that this left ventricular (lv) lead presented with pacing impedance measurements above 2,000 ohms. However, the pacing threshold and sensing measurements remained within normal range. A lead insulation issue was also suspected. A lead revision was performed and this lead was successfully replaced and will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Once the lv lead has been returned and analysis completed, this report will be updated.